Event description:
Paramedics obtained an order from medical control to cardiovert a patient in atrial fibrillation. According to the reporter, despite several attempts, the device would not enter into synchronous mode when the sync button was pressed and the sync button led would not illuminate. Medical control ordered administration of drugs to improve the patient's blood pressure. There were no adverse affects to the patient reported as a result of the use of the device. Medtronic examined the device at the facility's site and observed that the sync key on the large keypad did not operate and the keypad was replaced. On 09/14/2006, medtronic further evaluated the replaced keypad assembly and observed that the advisory, analyze, energy select, charge, and sync buttons were not functional. Although synchronized cardioversion is a non-critical therapy, the evaluation of the keypad assembly determined that automatic or manual defibrillation therapy could not have been delivered if emergent therapy was required.

Manufacturer narrative:
Large keypad. Medtronic examined the device at the facility's site and observed that the sync key on the large keypad did not operate. The keypad was replaced. Proper device operation was then observed through full performance and functional testing and the device was returned to the facility for use. On 09/14/2006, medtronic further evaluated the replaced keypad assembly and observed that the advisory, analyze, energy select, charge, and sync buttons were not functional. Root cause was determined to be puncture damage to the charge switch that had shorted the switch circuit lands beneath the charge switch key cover.